Event description:
It was reported that the y-site of an unknown primary solution administration set was defective, resulting in a leak. This occurred during priming of the set with intravenous immunoglobulin (ivig). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.